Manufacturer narrative:
Failure investigation (fi) lab received data acquisition (da) pcb assembly for evaluation. Visual inspection of the returned da pcb assembly revealed no signs of damage or contamination were found. The da board was tested in diagnostic mode the digital to analog converters (dacs) to analog to digital converters (adcs) wrap showed only a small difference (maximum 5 counts). The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failures were identified. The root cause of the reported issue could not be determined due to no problem found.

Event description:
The customer reported that the unit has error code message of data acquisition/printed circuit board assembly/ analog digital converter (da) pcba adc failed. The customer reported there was no patient involvement.